Event description:
Caller states that the pt tested at 47mg/dl and retested on the same device with a result of 226mg/dl. No treatment given based on device results. A lab was taken at some point but the results are not provided. Linearities were run with concern that level 3 and level 5 deviated from the target number. Requested return of suspect device and replacement was sent.